Manufacturer narrative:
The event occurred in colombia. It was reported that the error message ¿head error¿ occurred on the rotaflow console during inspection. After the self-test is carried out the error message ¿eeprom¿ was shown in the equipments memory. No patient was involved. No harm to any person has been reported. The reported failures ¿head error¿ and "eeprom" could lead to the pump stop therefore, a report is required. The rotaflow console (rfc) with s/n (B)(6) and the rotaflow drive (rfd) with s/n (B)(6) were sent back to the manufacturer for repair. During the investigation by the getinge service department on 2024-10-24 the reported "head error" and "eeprom error" could be reproduced on the rotaflow console. No malfunction on the rotaflow drive could be detected. The mcp00705057#rfc control board kit (article number 701034051) has been replaced on the rotaflow console. As part of the service the batterypack ni-cd 24v 132wh (rfc) (article number 701017188), the rf ICU cover for switch (article number 701073409) and the mcp00706497 #main switch rfc repair set (article number 701050674) have been replaced. After functional test at getinge service department on 2024-10-31 the device was sent back to the user. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The ¿eeprom error¿ is always caused by damaged control board. The ¿eeprom error¿ was already investigated in getinge life cycle engineering in a previous complaint. It could be determined that ¿eeprom¿ error was caused by a read-write error in eeprom block ic9 which led to a failure of the device and did not pass the startup test. Further getinge life cycle engineering assessed the following causes: - exceedance of age or write cycles. - temperature above or below the specified temperature range. - disturbance in the data or address lanes (e.g. By emi or malfunction of other connected components) - statistical failure. Based on these investigation results the reported failures "head error" and "eeprom error" could be confirmed. Rotaflow drive: the review of the non-conformities was performed on 2024-06-19 and during the period of 2021-08-06 to 2024-06-06 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive with s/n (B)(6) was produced in 2021-08-06. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Rotaflow console: the rotaflow console with s/n (B)(6) was produced in 2021-06-22. The review of the non-conformities was performed on 2024-12-05 and during the period of 2021-06-22 to 2024-06-12 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Rotaflow drive: the rotaflow drive with s/n (B)(6) was produced in 2021-07-01. The review of the non-conformities was performed on 2024-12-05 and during the period of 2021-07-01 to 2024-06-12 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial numbers within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. This event occurred on the colombian market on a significantly similar device to rotaflow, which is sold in the us. For d4 unique identifier (UDI)#(B)(4), primary di number has been used for base unit, rotaflow with catalog number 701054401. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in colombia. It was reported that the error message ¿head error¿ occurred on the rotaflow drive during inspection. After the self-test is carried out the error message ¿eeprom¿ was shown in the equipments memory. No patient was involved. No harm to any person has been reported. The reported failures ¿head error¿ and ¿eeprom¿ could lead to the pump stop therefore, a report is required. Complaint ID: (B)(4).